Manufacturer narrative:
(B)(4). The clips remain in the patients. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Literature attachment: degenerative mitral regurgitation after non-mitral cardiac surgery: mitraclip versus surgical reconstruction the deaths referenced in the attachment are filed under a separate medwatch report. (B)(4).

Event description:
This is filed to report serious adverse events. It was reported through a research article, that post mitraclip procedures, patients were re-hospitalized with recurrent mitral regurgitation. Other serious complications included renal failure, atrial fibrillation, blood transfusion, re-intervention, and surgical aortic valve replacement. The events may be related to the mitraclip device. Details are listed in the attached article, titled degenerative mitral regurgitation after non-mitral cardiac surgery: mitraclip versus surgical reconstruction. Please see article for additional information.

Manufacturer narrative:
Internal file number: (B)(4). Unique device identifier (UDI): the UDI is unknown because the part and lot numbers were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effects of atrial fibrillation, worsening mitral regurgitation and renal failure as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.